Manufacturer narrative:
Concomitant products: product ID 8840, serial# unknown, product type programmer, physician; product ID 8835, serial# (B)(4), product type programmer, patient; product ID 8780, serial# (B)(4), implanted: (B)(6) 2012, product type catheter. (B)(4).

Event description:
At implant, the update of the pump was interrupted and a pump memory error message appeared in attention dialog box. They planned to re-interrogate the pump and confirm that all the information was accurate and then re-update the pump. There was no therapy or medical problem for the patient. The pump was to deliver morphine.